Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system with a dexcom g6, with device alerts indicating glucose above 300 mg/dl and a display of ¿high,¿ and review of device data indicated the pump had run out of insulin overnight; the user subsequently changed supplies after support guidance and used a back-up soliqua injection. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no hospitalization or professional medical intervention, and glucose levels began to decline after the supply change with instructions to continue monitoring. Investigation included review of uploaded reports and engineering logs and troubleshooting with user education. Investigation of this case revealed insulin depletion in the reservoir and resulting hyperglycemia, with resolution after supply replacement and continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to limited information beyond confirmed insulin runout and user-reported corrective actions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.